Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the proximal opening of the inlet tube revealed adhered tissue growth over its entrance that partially occluded the blood flow path. This growth appeared to have been present during support; however, there were no depositions within the body of the pump or sealed outflow graft, suggesting that there was proper surface washing. A correlation between these depositions and the report of respiratory failure could not conclusively be established. Flow issue. Tissue growth over the proximal end of the inlet tube was confirmed via evaluation of the returned device; however, the account stated that the patient expired from respiratory failure due to the patient choking on a congested throat. A direct correlation between (B)(6) and the reported respiratory failure could not conclusively be determined. Furthermore, a correlation between the observed tissue growth and the reported respiratory failure could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned sutured in place. The proximal opening of the inlet tube revealed adhered tissue growth over its entrance that partially occluded the blood flow path. This growth appeared to have been present during support; however, there were no depositions within the body of the pump or sealed outflow graft, suggesting that there was proper surface washing. A correlation between these depositions and the report of respiratory failure could not conclusively be established. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces of the pump revealed no evidence of developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical resistance testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including device thrombosis, respiratory failure and death. Section 5 ¿surgical procedures¿ describes how to insert the inflow conduit, and states: ¿prior to advancing the sealed inflow conduit into the left ventricle through the apical sewing ring, remove the glove tip from the sealed inflow conduit and the centering fixture from the apical sewing ring. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow.¿ section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was hypoxia from choking by congested throat. The death was not considered to be device related. The device was operating as intended. It was noted that the main cause of death was respiratory failure.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient experienced respiratory failure. The cause of the patient's death was reported to be asphyxiation due to sputum clogging and suspicion of hypoxic encephalopathy.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred to the implanting center after complaint of breathing difficulty. The patient passed away on (B)(6) 2020 but the cause of death was unknown. Autopsy was underway.